Event description:
Unomedical reference number (B)(4). Event occurred in spain. Patient complained about eight infusion sets fell off. Event took place on 29-april-2024, 01-may-2024, 7-may-2024, 13-may-2024, 19-may-2024, 05-june-2024, 09-june-2024 and 13-june-2024. The infusion set was in use for few hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1922378 -MDR 3003442380-2024-16850 device 3 of 8.